Event description:
The following has been reported: "error 42". Error 42 is defined by the technical manual as a downstream pressure sensor being out of range. Reporting due to the referenced issues as a conservative measure. No adverse event was reported. Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to mu however a photo of device screen showing the reported technical error was provided which confirms the event. However based on those information only we cannot go further with this investigation. According to the technical manual the root cause could be linked to a defective pressure sensor but without additional information or device/part return this cannot be confirmed. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.